Event description:
Information received by medtronic indicated that the rewind motor made grindy sound, time lagged behind and insulin pump had hairline fracture from back of the insulin pump to lower left and up to belt clip. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.